Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a connection failure between the cori drill and console. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per the clinical evaluation, it was confirmed that the surgeon decided to change to manual procedure to complete the procedure within a 0-30 minute surgical delay and without patient injury reported. Responses to requests for clinical documentation/information were not provided; however, no patient harm/injury or other interventions were reported. Since the procedure was reportedly completed manually within a 0-30-minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cori procedure, they received a critical disconnect error. When they started burring and after only 5 seconds, the system had a disconnect error. They pressed continue and recalibrated. After that the screen went black and the it kicked them out of the case. They rebooted the system, re-entered the case, recalibrated and went back into burring. However, it immediately gave them a disconnect error again. The surgeon was not interested in switching drills or trying again, so the surgery was changed to manual procedure with a delay of fewer than 30 minutes (3010266064-2021-00108). No other complications were reported.